Event description:
It was reported that pump battery "did not last as long as it used to". There was no reported adverse impact to the customer. Customer declined further assistance, and no additional information was received regarding the outcome of the event.